Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the coil broke from the wire and snaring occurred. The patient underwent a pulmonary artery embolization procedure where a 10mm x 50cm interlock was selected for treatment. The device was deployed as per instructions. During the procedure, the coil did not detach from the lock arm/portion and instead detached 10 to 12cm proximal to the designed lock arm and broke from the wire. The separated fragment was visible under the fluoroscopy and the physician used a snare wire to capture the coil material and retrieve it immediately. The coil was successfully removed, and the procedure was completed using a different device. There were no patient complications reported.

Event description:
It was reported that the coil broke from the wire and snaring occurred. The patient underwent a pulmonary artery embolization procedure where a 10mm x 50cm interlock was selected for treatment. The device was deployed as per instructions. During the procedure, the coil did not detach from the lock arm/portion and instead detached 10 to 12cm proximal to the designed lock arm and broke from the wire. The separated fragment was visible under the fluoroscopy and the physician used a snare wire to capture the coil material and retrieve it immediately. The coil was successfully removed, and the procedure was completed using a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G1 - MFR site zip/post code: t12 yk88. Device evaluated by MFR.: the device was returned for analysis. Visual and microscope inspections were performed and observed that the main coil was bent and stretched at the coil arm and the primary coil section. The arm coil was detached. The pusher wire was bent and stretched at the coil section. Dimensional inspection of the main coil was performed and revealed that they were within specification. There is a picture attached, and it is possible to observe the device in an x-ray procedure, however no is possible to determinate the reported code. No other issues were identified with the device.

Event description:
It was reported that the coil broke from the wire and snaring occurred. The patient underwent a pulmonary artery embolization procedure where a 10mm x 50cm interlock was selected for treatment. The device was deployed as per instructions. During the procedure, the coil did not detach from the lock arm/portion and instead detached 10 to 12cm proximal to the designed lock arm and broke from the wire. The separated fragment was visible under the fluoroscopy and the physician used a snare wire to capture the coil material and retrieve it immediately. The coil was successfully removed, and the procedure was completed using a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G1 - MFR site zip/post code: (B)(4). Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility and it is possible to observe the device in an x-ray procedure. Based on the evidence, the reported allegations could not be confirmed, due the reported error cannot be observed in a readable manner.